Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as sharp stabbing pain in their right shoulder underneath where the lv right te pad sits. There was no alleged device malfunction contributing to the irritation. The nurse advised that she believes the patient may be having muscle spams. The nurse had placed some lotion on the affected area and cleaned off te pad but advised it did not appear to be due to the lv equipment. Follow up indicated that the skin irritation improved.